Event description:
It was reported that the lens was dry. There was no liquid in the lens vial. This was discovered during preparation for use.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation. See scanned pages.

Manufacturer narrative:
This is a re-submission of a 2015 supplemental report, per request from the FDA. This report has corrected the report number from 1313525-2015-1576 to 1313525-2015-01576 in order to align with the initial report. The lens and lens vial were returned. The lens was in a dried condition and positioned correctly in the lens vial. Particulates, saline dendrites, dried solution and white crystal-like particles were visible on the optic and haptics. The lens was not damaged. Visual inspection found dried solution and crystal-like particulates visible in the threads of the cap and vial. The vial cap septum is damaged. A functional test was performed by filling the vial with water. Fluid does leak from around the cap. The cause of the damage cannot be determined. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information currently available the most likely root cause of the event is related to a leaking lens vial. The type of lens vial associated with this report has been discontinued and a new (redesigned) vial was implemented.